Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient underwent surgical intervention at an unknown date to explant the occipital system (off-label) due to a pocket infection. The infection has been cleared.